Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system of "bad cam sensor" by experiencing an ec 105, which was observed during power up. System error 105 was confirmed through a review of the event history log and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump experienced a "bad cam sensor". It was also reported there was no patient involvement.